Event description:
It was reported to ge that a wheel from the pt support table for the magnetic resonance imaging system broke, causing the table to tip. The nurse stopped the table from tipping. No injury occurred because the pt was secured to the table with restraint straps.